Event description:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ("pelvic pain with burn") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), abdominal distension ("abdominal bloating"), tinnitus ("tinnitus"), amnesia ("memory loss"), alopecia ("hair loss"), nervousness ("nervousness"), palpitations ("palpitations") and supraventricular extrasystoles ("atrial extrasystole"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, abdominal distension, tinnitus, amnesia, alopecia, nervousness, palpitations and supraventricular extrasystoles outcome was unknown. The reporter considered abdominal distension, alopecia, amnesia, nervousness, palpitations, pelvic pain, supraventricular extrasystoles and tinnitus to be related to essure. The reporter commented: this incident occurred on (B)(6) 2017 at the hospital. The defective sample was not kept by the department. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ("pelvic pain with burn") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), abdominal distension ("abdominal bloating"), tinnitus ("tinnitus"), amnesia ("memory loss"), alopecia ("hair loss"), nervousness ("nervousness"), palpitations ("palpitations") and supraventricular extrasystoles ("atrial extrasystole"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, abdominal distension, tinnitus, amnesia, alopecia, nervousness, palpitations and supraventricular extrasystoles outcome was unknown. The reporter considered abdominal distension, alopecia, amnesia, nervousness, palpitations, pelvic pain, supraventricular extrasystoles and tinnitus to be related to essure. The reporter commented: this incident occurred on (B)(6) 2017 at the hospital. The defective sample was not kept by the department. Most recent follow-up information incorporated above includes: on 21-jan-2019: this case was identified as a duplicate of case (B)(4) (MFR number 2951250-2017-01080) and will be deleted from bayer database. All information was transferred to the remaining case. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.